Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that varying r-wave amplitudes were observed. The lead was explanted and replaced. The patient was stable after the procedure.